Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer reporting one event of anti-d discrepancy between ortho vision gel testing and other methods. According to customer, pregnant female was tested at facility on (B)(6) 2020 and was type as group a, rh positive. Result was released to clinician. Second sample was received on (B)(6) 2020 and blood type of group a, rh positive was reported to clinician. Customer indicated the clinician's office said that patient's previous history was group a, rh negative. Customer reporting that reference lab tested sample on immucor echo lumena and they do not test for weak d on ob patients. Because of rh discrepancy, customer sent sample to reference lab for abd confirmation and reference lab indicated that the blood type was group a, rh negative. (Customer stated ref lab performed testing using tube method, but cannot tell if weak d testing was performed) customer further added that sample reacted 3+ and 4+ on vision. There was no flag from vision and results were automatically released without any issue. The patient was never typed on the bench at facility. (Customer only does vision testing, so no tube testing performed at facility). Issue started on: reported (B)(6) 2020. Microtubes/wells or cell (donor #) affected: anti-d, reaction grade obtained: 3+-4+, number of samples affected? 2 samples. One patient, 2 different blood draws. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? Qc passes daily. Patient clinical history: not previously transfused. -patient's diagnosis: pregnant female (this is her third pregnancy). Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Tsc reviewed clones used in testing, discussed the d antigen and testing protocols. Tsc recommended possible molecular testing of patient's in questions. Customer agree to consult with clinician on steps moving forward. Information on study articles sent to site and the IFU for mts abd/rev cards.